Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the foreign matter was a cleaning brush. The cause of the foreign matter remaining in the equipment is likely due to mishandling by the user. However, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope(and related reprocessing accessories)" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus ¿the swab broke inside¿ of the evis eus ultrasound gastrointestinal videoscope. The reported issue occurred during cleaning or ¿swabbing¿ of the unit. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a part from a cleaning brush that had broken off and remained inside of the balloon channel. Due to this clog in the balloon water tube and in the water suction tube, had foreign objects coming out of the distal end. This finding was due to insufficient cleaning or due to wear and tear damage with mishandling of the scope over time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.